Manufacturer narrative:
Weight - unk. Ethnicity - unk. Race - unk. PMA/510k (2021 reports) - this product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.7mm, vticmo13.7, -5.50/5.0/089 (sphere/cylinder/axis), implantable collamer lens was implanted and removed from the patient's right eye (od) on (B)(6) 2021. The lens tore during injection/delivery into the eye. There was patient contact (lens touched the eye) with no patient injury. On (B)(6) 2021 a same length lens was implanted and this resolved the problem. Cause of the event is reported as unknown. Reportedly, second lens implantation was smooth and patient is doing very well.